Manufacturer narrative:
The technician inspected the bed and could not duplicate the movement. The bed functioned to specifications in all positions.

Event description:
The account alleged the head of the bed started going up and down on its own. No pt impact.